Event description:
The steris irrigation adaptor that connects the irrigation tubing to the endoscopy tower leaks. This has been a recurrent issue with this specific adaptor noted by our gi (gastrointestinal) clinic.